Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment and the treatment was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the cath lab didn't work and showed exposure was not possible due to tube cooler problem. Review of the log files confirmed errors with the tube cooling unit. The fse inspected the system and found issues with tube cooling unit. The fse replaced the cooling unit and performed cooling hose and tube de-aerating procedure to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error: "exposure not possible, tube cooler problem". The device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.